Event description:
Health care facility reported that a pt developed blisters and redness under the tegaderam chg dressing. The facility reported that the tegaderm chg dressing was removed. The PICC line was removed and placed in the other arm. The facility reported that duoderm was used and that the area was healing.

Manufacturer narrative:
Device not provided to MFR for eval. Lot code was unavailable. Complaint type will be monitored.